Event description:
Additional information received noting that the patient underwent surgery and had a lead revision only.

Event description:
Additional information was received from the patient that she had received a mammogram, and after the mammogram is when the pain had started. The patient wondered if the mammogram caused something to go wrong with how the vns is anchored, and may have caused the pain. No additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient was referred for vns revision due to pain at both the lead and generator sites. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.